Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) we received performance data collected from the device and have analyzed the data. Review of the performance data contains evidence of memory corruption and device reset. Device has been returned for analysis, which is in process. Hospital has been added since the initial submission.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) we received performance data collected from the device and have analyzed the data. Review of the performance data contains evidence of memory corruption and device reset. Further physical evaluation of (B)(4), the functional testing plus testing of surface components found no anomalies thus indicating a malfunction in one of the ic's. The exact cause could not be determined as the hybrid was damaged during analysis.

Event description:
It was reported that the pacemaker electrically reset twice. Additionally, it was reported that a power on reset occurred daily. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the pacemaker electrically reset twice. Upon review of the data, all values seem to be appropriate. Battery voltage was unavailable, but remaining longevity was estimated at 6 years. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.